Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event, their device's voice prompts stopped and it also dumped a charge. The customer further advised that the unit had been used on a patient with chest pains. The patient coded and first responders applied therapy electrodes to the patient's chest.  The customer advised that the device then analyzed the patient and gave a "shock advised" decision.  The device then charged; however, when the shock button was pressed to deliver the shock, the customer advised that the charge was "dumped" and that the shock was not delivered. CPR was continued and the device performed another analysis which came back with a "no shock advised" decision.  The device prompted the first responders to continue CPR. During this time, first responders attempted to establish an airway for the patient where they observed a gag response from the patient. Shortly thereafter the patient woke up. There were no reports of adverse effects to the patient as a result of the reported issue. Following the event, a service wrench icon was reportedly present on the device's readiness display. No further details about the patient or the event were provided.  Physio has attempted to contact the customer in order to obtain additional information, as well as clarification regarding the reported event; however, no response from the customer has been received.

Manufacturer narrative:
(B)(4). The customer, an emt and instructional coordinator, contacted physio-control to provide patient information.  Also, the customer confirmed that the actual date of the event was (B)(6) 2017, and not (B)(6) 2017, as originally reported. The customer also advised that there was no backup device available during the event. The customer advised that patient survived for two (2) weeks, but then passed away.  The customer does not believe that the device use contributed to the patient's outcome.  The customer came to this conclusion based on the patient's medical history and multiple pre-existing conditions.   The customer advised that she had contacted the receiving facility for additional information about the patient; however, her request was denied. A clinical review of the record was completed by physio-control.  Physio agreed with the healthcare professionals assessment that the device use did not contribute to the patient's outcome. Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that a service wrench icon was present on the device's readiness display and that when the device's shock button was pressed, that device would log an event code in the memory and the energy was not delivered.  Physio then removed the analog pcb assembly for further examination.  Physio determined that the cause of the reported issue was an inoperative h-bridge integrated circuit (ic), designator u1, of the analog pcb assembly.  Ic u1 prevented the transfer of energy. The customer was provided with a replacement device.